Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test every day at 10 a.m. Customer's blood glucose level was 162 mg/dl. The self-test failed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed and high stop current due to faulty electrical component on the radio frequency board. However, the insulin pump passed a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had minor scratched display window.